Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure during a lower limb procedure using rotarex catheter, the catheter failed to aspirate thrombus. Upon withdrawal, the cutter tip, helix, and catheter were found separated.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure during a lower limb procedure using rotarex catheter, the catheter failed to aspirate thrombus. Upon withdrawal, the cutter tip, helix, and catheter were found separated. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding deformation of the helix and tube break. None of the reported failure modes can be confirmed based on the provided information/image. The deformation of the helix is described in the instructions for use as a possible complication and does not represent a new risk, see instructions for use rotarexs (page.6 potential adverse effects). To prevent this type of helix deformation it is important to match according to introducer sheath size and type for the specific intervention. Moreover, during the insertion of the catheter not to kink catheter tube and not to force the movement. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, component, method, result, conclusion). As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.